Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a rapidcross balloon to treat a critical limb ischemia in the peroneal artery. It was reported during the procedure, the physician encountered severe resistance advancing the rapidcross, and was unable to advance it further to the peripheral. The physician made the initial dilation at this point, and then he advanced the device further to the peripheral. At the time of initial dilation, the middle of balloon was observed to be twisted and unable to dilate the vessel. The physician attempted a second dilation, and then made the decision to retrieve the device into the sheath severe resistance was encountered near the entrance of the sheath, located at upper sfa. The physician forcibly pulled the device; the shaft was torn at about 5cm distal from the exit of balloon monorail lumen. The separated elements of the device were captured and removed using a snare. The procedure was extended for more than 30 minutes and was completed without further issue. No injury to the patient reported.

Manufacturer narrative:
Device evaluation summary: the rapidcross dilatation catheter was received in two segments. The visual examination of proximal segment revealed separation face is at the proximal end of the rapid exchange guidewire port. The distal segment was examined. The separation face is at the rapid exchange guidewire port. All components of the rapidcross catheter were accounted for. No twists in the balloon chamber material were noted. The customer experience of the rapidcross dilatation catheter balloon chamber exhibiting a twist during its initial inflation could not be confirmed. The rapidcross dilatation catheter returned did not exhibit a twist in the balloon chamber material. The balloon chamber could not be inflated due to a separation of the catheter shaft at the guidewire rapid exchange port. The customer experience of the rapidcross dilatation catheter separating during forceful withdraw of the device into sheath was confirmed. The rapidcross dilatation catheter returned exhibited damage consistent with the reported event, (e.g. Separated into two separate elements at the catheter¿s rapid exchange port). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.